Event description:
It was reported that during a procedure, the guidewire got stuck inside the catheter. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the guidewire got stuck inside the catheter. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis. It was further reported that there was no issue at the beginning of the case. However, after several repositioning of the catheter in flower configuration at the left superior pulmonary vein (lspv), the physician tried to retract the wire back into the sheath and experienced resistance. The catheter then collapsed back to a basket shape and retracted back to the sheath, and the physician then tried to retract the cook medical rosen guidewire back and was unsuccessful. The whole system together with the wire was then pull out of the patient body and found the wire was stuck inside the sheath. No tissue was seen at the tip of catheter or guidewire. Additionally, the guidewire was only loaded once into the catheter during preparation outside of patient body during the procedure. Heparin was given pre and post transeptal and fluoroscopy was used for imaging. The catheter is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.